Manufacturer narrative:
(B)(4). Unit received with blank display; problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify ¿low battery¿, ¿replace battery now¿, or "power loss" errors due to the blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank screen. Customer stated that the stated that they change the battery and insulin pump was turned on. Customer stated that the insulin pump did not gave any warning prior to turning off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.